Event description:
In 2008, stryer biotech received a report of sinusitis accompanied by pain and edema in the right jawbone of a pt in italy who received one unit of osigraft for an unspecified procedure eight months prior. The pt presented with the symptoms at a follow up visit eight months later. Treatment included removal of the implant on an unspecified date. The pt also received painkillers and antibiotics (nos). The physician reported that the pain resolved two days later, and that the sinusitis and edema resolved in the same month. Additional info has been requested. (See scanned pages).